Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had black dot with scratch on screen. Customer¿s blood glucose was 160 mg/dl. Customer stated that unable to see half of the screen since it was black and they can not read the display. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. Device was received with scratched minor scratched lcd window.